Event description:
Additional information was received that the clinic stated the physician took the patient off her spironolactone and they have seen no symptoms since. Thus the physician did not believe the cause of the syncope was related to the pacemaker.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient noted she experienced syncope one month earlier while she was away from home. Boston scientific technical services (ts) referred the patient to her physician for follow up. The pacemaker remains in service and no additional adverse patient effects were reported.